Manufacturer narrative:
(B)(6).

Event description:
A report was received from a user facility that on (B)(6) 2012, a longtime in-center hemodialysis patient developed sob and signs and symptoms related to a dialyzer reaction. These symptoms abated within 15 minutes from treatment initiation and were relieved by decreasing the blood flow rate to less than 250cc/min and providing a normal saline bolus. As of (B)(6) 2012, the patient has since been dialyzed successfully on an alternative dialyzer and continues with outpatient hemodialysis. There is no sample available for evaluation.